Event description:
It was reported that a revision surgery was performed due to loosening of the device and pain.

Manufacturer narrative:
The associated complaint devices were not returned. (B)(6) a clinical evaluation was conducted it was reported that a revision surgery was performed due to arthrofibrosis and pain. It was further reported per surgeon review of x-ray pre-revision ¿knee may be at some slight internal rotation¿. Due to legal restrictions no clinical radiographs are available to perform a complete clinical assessment. The surgeon¿s report of slight internal rotation during revision could have contributed to the problem of patient pain as well as the initial complaint of arthrofibrosis. Patient impact: reported pain, arthrofibrosis and the revision procedure. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, this is a legal complaint from the united states, served on (B)(6) 2018. The medical investigation will be closed at this time until the medical documents are provided to our legal team. When the medical documents are available this complaint will be re-opened and investigated at that time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.